Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) -user's test strip had poor storage (bathroom) test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high and low blood glucose results. Marie/wife is calling on behalf of the customer. The customer is concerned with results obtained results of 79 and 585mg/dl. The expected fasting blood glucose test result range is 124 to 149mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom and sometimes the bedroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is two days ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result1 :257mg/dl date: (B)(6) 2017 time:1:27pm n-fasting result2 :145mg/dl date: (B)(6) 2017 time:9:54am n-fasting result3 :146mg/dl date: (B)(6) 2017 time:8:04am fasting result4 :116mg/dl date: (B)(6) 2017 time:7:48pm fasting result5 :180mg/dl date: (B)(6) 2017 time:2:04pmn-fasting customer is concerned with high results. Customer's wife states she is not concerned with the last 5 results in memory. Wife states the 257mg/dl was elevated because customer had chemotherapy and steroids today and she knows that's why that reading is elevated. Customer has concerns with meter from a few weeks ago. Customer is also concerned with a reading of 78mg/dl fasting before dinner on (B)(6) 2017. Customer states that on (B)(6) 2017 her husband obtained 186mg/dl fasting at 7:45am and at 4:04pm 297mg/dl (fasting) and 293mg/dl (fasting) at 4:05pm. Wife states the readings are too high for her husband. Wife is also concerned with a reading obtained on (B)(6) 2017 at 3:26pm of 585mg/dl fasting. Wife denied the possibility of customer obtaining chemotherapy that day or any changes that would have cause glucose reading to be elevated. Wife does not recall a1c done about 5 months ago but states it was elevated. Wife states customer is on routine insulin and a sliding scale. Wife states her husband is asleep and she does not want to perform a back to back test on him at this time.